Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date on (B)(6) 2026. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques and not to attempt to reuse any single use disposable supplies when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as a cap attached to the tip of the tube of a tsunagu uv flash transfer set came off during a shower. This was further reported as "the transfer set spike was exposed and became unclean". It was reported the patient rinsed the tip of the tube in hot water and reattached it. The cause of the disconnection was not reported. On an unreported date, the patient was hospitalized for peritonitis. Treatment for the peritonitis was not reported. The patient was discharged from the hospital. At the time of this report, the patient outcome was reported as "remission." Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.